Event description:
A 3.0 x 48 mm synergy drug-eluting stent was placed in distal left main into mid lad in overlapping fashion with the previously placed stent. Unfortunately, the balloon would not completely come down at this point. I tried to remove the balloon, I pulled the whole thing, i.e., guide wire and balloon as a whole unit carefully and removed it from the body.